Manufacturer narrative:
At this time, the lead remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically repositioned due to patient complaints of chest pain. An echocardiograph and CT scan showed that the patient had a very small rv chamber, and the physician wondered if the helix was irritating the myocardium. No signs of plural effusion or pericarditis. During the revision the helix was retracted, lead was given some slack, and then the helix was only partially extended. Impedance was stable. The lead remains in-service. No additional adverse patient effects were reported.